Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported they would be replacing the lead and stimulator on (B)(6) 2017. The cause of the impedances being out of range was not known. No further information reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had no stimulation and symptoms had returned. Impedance test was performed and all connections were out of normal range. The device was turned up but there was still no stimulation. A replacement was planned. No further complications were reported.